Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that there was battery depletion on (B)(6) 2019, (B)(6) 2019, and (B)(6) 2020. This was noted to be related to the recharge process. On 2020-01-30, it was reported that the device was reprogrammed on (B)(6) 2019. On 2020-02-04, it was reported that the issue was not due to programming and the battery depletion was not normal. On 2020-02-05, it was updated that the depletion was due to programming. The issue was noted to be ongoing. No symptoms or further complications were reported or anticipated.